Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was having occasional neck pain, which he has not discussed with his doctor. The patient rated the pain as 7 or 8 out of 10. The patient was advised to conduct a time test and to contact his doctor regarding the pain. The patient also stated that he sometimes hears a buzzing noise, but feels no vibration from the device. The patient wore the unit 24/7. The patient stated his physical activity has increased. The patient wants to try cutting the treatment time first to see if that helps. The patient will only treat during the day. It was later reported that the patient stopped treating for 2 days and stated that the pain got much worse. The patient resumed treatment and stated the pain went away. The patient has not discussed any of the issues with their doctor. The patient wants to continue treating and will call back with any issues.

Manufacturer narrative:
Corrections in b4: date of the report, d2 device common name, g3. Additional information: b5 event description, h6 evaluation codes. Estimated date of the event b3: december 2024 or january 2025. This follow-up report is being submitted to relay additional and corrected information. The spinalpak assembly was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor trends.

Event description:
It was reported that the patient was having occasional neck pain, which he has not discussed with his doctor. The patient rated the pain as 7 or 8 out of 10. The patient was advised to conduct a time test and to contact his doctor regarding the pain. The patient also stated that he sometimes hears a buzzing noise but feels no vibration from the device. The patient wore the unit 24/7. The patient stated his physical activity has increased. The patient wants to try cutting the treatment time first to see if that helps. The patient will only treat during the day. It was later reported that the patient stopped treating for 2 days and stated that the pain got much worse. The patient resumed treatment and stated the pain went away. The patient has not discussed any of the issues with their doctor. The patient wants to continue treating and will call back with any issues. No further consequences were reported. The spinalpak unit was not returned for evaluation.